Event description:
Mai laparotomy ("lap") sponges were used during abdominal surgery on a small dog. The surgeon had found loose threads/fibers from the lap sponges in the pt's internal tissues during the surgery, but was able to remove all of the fibers.